Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that intermittent malfunction alarms occurred. There was no impact to the customer¿s blood glucose. Reportedly the customer had an alternate pump for insulin therapy. The customer also had manual injection supplies available.